Manufacturer narrative:
Evaluation summary: the customer returned a sample soft tip. The sample was received in a plastic bag, protected with bubble wrap. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to manufacturer acceptance criteria. A 100% final inspection was performed for this product. The samples were visually inspected with the aid of a photomicroscope and with various magnifications. The customer¿s complaint was confirmed. It resulted that the soft tips disrupted. The soft tip has to be inserted axially aligned with the valved trocar and then moved slightly back before it is completely inserted into the trocar canula. Otherwise kinking of the soft tip may occur, provoking a potential shearing-off of the soft tip. A malfunction of the device could not be determined. A global training for sales personnel was completed. Sales people are trained on the proper insertion technique and will be able to communicate this to end users.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information with no response to date. (B)(4).

Event description:
A physician reported that a soft tip loosened and fell onto the patient's retina during surgery. The surgeon removed the 27g trocar and widened the incision to 20g in order to insert another instrument to remove the silicone tip. The incision needed sutures. The instrument could not be used further in this surgery. Attempts have been made to obtain additional information with no response to date.